Event description:
The customer reported that after pipetting an hbsag plate on summit technician indicated that no conjugate was delivered to well a5. No error was generated. No death or serious injury was associated with this incident.